Event description:
It was reported that during an in-clinic follow-up, the pacing impedance of the right atrial (ra) lead was high and out of range. The ra lead was capped and replaced on (B)(6) 2025. The patient was stable.